Manufacturer narrative:
As reported, the tip of the 5f mynx control vascular closure device (vcd) broke. It was further clarified that there was a small cut to the side of the covering (sealant sleeves). The damage was noticed when the device was being inserted into the sheath. The cut was enough for some of the sealant to be out of the protective sleeve. There were no reported patient injuries. The device was stored in the cath lab for several weeks. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The procedure was completed by using another device successfully. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, the sealant remained in the manufactured position, and the sealant outer sleeve assembly was observed to have been kink/damaged. The procedural sheath and syringe were not returned with the device. Visual inspection at high magnification found that the sealant outer sleeve at the distal end of the catheter was slightly split opened and damaged. This condition may have increased the sealant profile, and may contributed to the difficulty during insertion. A product history record (phr) review of lot f1911303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature in patient¿ was confirmed through analysis of the returned device. However, the exact cause of the issue experienced could not be conclusively determined through analysis, especially without return of the sheath. Based on the information available for review and the product analysis, handling factors or the condition of the sheath (although not returned and not reported as damaged) may have contributed to the sealant swelling up and increasing the profile, which can cause resistance during the insertion step. The mynx control device is manufactured with a slit at the end of the catheter cartridge tubing, which is not a cut. The mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlap outer sleeves. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the tip of the mynx control vascular closure device (vcd) 5f broke. It was further clarified that there was a small cut to the side of the covering (sealant sleeves). The damage was noticed when the device was being inserted into the sheath. The cut was enough for some of the sealant to be out of the protective sleeve. There were no reported patient injuries. The device was stored in the cath lab for several weeks. The device was stored, handled and prepped according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The procedure was completed by using another device successfully. The device will be returned for evaluation.